Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure; the no device found message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the it wasn't working and they were having a hard time keeping it charged, which was clarified to mean that they were charging the ins ore often. They used to charge once a day and not they had to charge every 10 hours. When she charged she saw excellent, then they would lose connection and the controller would beep. They usually were able to charge completely after messing with it or getting their adhesive disks, but the night prior they couldn't charge past 30% and the recharger head was getting hot. It was difficult to charge the implant. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that it wasn't working again and it was doing the same thing as last time they mentioned that it started to not hold a charge. While charging the ins it would go "buhh" check your device, so they would look at it and it would say charging excellent. The ins wasn't increasing in charge and the controller charge level would deplete prior to the ins charging to 100%. The controller would be at 100% prior to charging. It was reviewed that a damaged recharger could cause the controller battery to deplete prematurely, so a new recharger would be sent. It was difficult to charge the implant. No further complications were reported or anticipated.